Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pelvic pain affecting pregnancy") and genital haemorrhage ("abnormal bleeding / loosing so much of blood") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included arthritis, uterine fibroid, ganglion cyst, vitamin d low, bilateral cataract extraction, anxiety, diarrhea, colitis, arthritis and neck pain. Concurrent conditions included shoulder pain, pain in hip, dry eyes and arthralgia. In december 2005, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. In january 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("neurological conditions or problems type: dizziness") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), cervicitis ("acute and chronic cervicitis"), endometrial metaplasia ("squamous metaplasia") and cervical cyst ("nabothian cyst"), 9 years 5 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure endometrial ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, dyspareunia, fatigue, weight increased and abdominal pain was resolving, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, female sexual dysfunction, adenomyosis, cervicitis, endometrial metaplasia, cervical cyst and dizziness outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, adenomyosis, cervical cyst, cervicitis, dizziness, dyspareunia, endometrial metaplasia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: on (B)(6) 2005 , 2006 need for additional surgery. There were three rings appearing into the cavity on the left fallopian tube and two on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2006: tubal occlusion devices are noted in place bilaterally. The cervical as was catheterized and an occlusion balloon inflated and the contrast injected into the uterus filling the uterine lumen. There was no filling of the fallopian tubes and no evidence of spill was seen from the distal end of either fallopian tube.. Pathology test: on (B)(6) 2017: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Acute and chronic cervicitis with squamous metaplasia and nabothian cysts. 2. Denuded endometrium with changes compatible with prior ablation. 3. Unremarkable myometrium. 4. Unremarkable fallopian tubes. 5. Intact medical devices compatible with essure coils. 6. Negative for malignancy. Sections from the cervix show patchy areas of acute and chronic inflammation with squamous metaplasia and reactive epithelial changes. There are scattered nabothian cysts. Changes diagnostic of h pv cytopathic effect an ci' or dysplasia are not identified. The endometrium is predominantly denuded with changes compatible with prior ablation. There is no evidence of chronic endometritis or hyperplasia. The underlying myometrium is unremarkable. The fallopian tubes are unremarkable. There is no evidence of malignancy in these sections. Amendment: the report was amended on 04-jan-2019 for the following reason: information and references from case: (B)(4) were migrated to this as it is a follow up from this case. Reporter's information was updated and a new reporter was added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pelvic pain affecting pregnancy") and genital haemorrhage ("abnormal bleeding / loosing so much of blood") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included arthritis, uterine fibroid, ganglion cyst, vitamin d low, bilateral cataract extraction, anxiety, diarrhea, colitis, arthritis and neck pain. Concurrent conditions included shoulder pain, pain in hip, dry eyes and arthralgia. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain").in (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("neurological conditions or problems type: dizziness") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), cervicitis ("acute and chronic cervicitis"), endometrial metaplasia ("squamous metaplasia") and cervical cyst ("nabothian cyst"), 9 years 5 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure endometrial ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, dyspareunia, fatigue, weight increased and abdominal pain was resolving, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, female sexual dysfunction, adenomyosis, cervicitis, endometrial metaplasia, cervical cyst and dizziness outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, adenomyosis, cervical cyst, cervicitis, dizziness, dyspareunia, endometrial metaplasia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 , 2006 need for additional surgery. There were three rings appearing into the cavity on the left fallopian tube and two on the right . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: tubal occlusion devices are noted in place bilaterally. The cervical as was catheterized and an occlusion balloon inflated and the contrast injected into the uterus filling the uterine lumen. There was no filling of the fallopian tubes and no evidence of spill was seen from the distal end of either fallopian tube.. Pathology test - on (B)(6) 2017: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: acute and chronic cervicitis with squamous metaplasia and nabothian cysts. Denuded endometrium with changes compatible with prior ablation. Unremarkable myometrium. Unremarkable fallopian tubes. Intact medical devices compatible with essure coils. Negative for malignancy. Sections from the cervix show patchy areas of acute and chronic inflammation with squamous metaplasia and reactive epithelial changes. There are scattered nabothian cysts. Changes diagnostic of h pv cytopathic effect an ci' or dysplasia are not identified. The endometrium is predominantly denuded with changes compatible with prior ablation. There is no evidence of chronic endometritis or hyperplasia. The underlying myometrium is unremarkable. The fallopian tubes are unremarkable. There is no evidence of malignancy in these sections.. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, apareunia, adenomyosis, cervicitis, metaplasia, nabothian cyst, nausea, dizziness, fatigue, weight gain , pregnancy with contraceptive device & device ineffective were added. Lab data , historical & concomitant conditions drugs were updated. Product, patient & reporter information updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included arthritis, uterine fibroid, ganglion cyst, vitamin d low, bilateral cataract extraction, anxiety, diarrhea, colitis, arthritis and neck pain. Concurrent conditions included shoulder pain, pain in hip, dry eyes, arthralgia, dysuria and irregular periods. In (B)(6) 2005, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 years 5 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("neurological conditions or problems type: dizziness") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding / loosing so much of blood"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), cervicitis ("acute and chronic cervicitis"), endometrial metaplasia ("squamous metaplasia") and cervical cyst ("nabothian cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pelvic pain affecting pregnancy"), experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problems"), psychological trauma ("psych injury") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017 and novasure endometrial ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, dyspareunia, fatigue, weight increased, abdominal pain, dysmenorrhoea and back pain was resolving, the menorrhagia, genital haemorrhage, vaginal haemorrhage and metrorrhagia had resolved and the pregnancy with contraceptive device, female sexual dysfunction, adenomyosis, cervicitis, endometrial metaplasia, cervical cyst, dizziness, urinary tract infection, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal and nervous system disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, cervical cyst, cervicitis, dizziness, dysmenorrhoea, dyspareunia, endometrial metaplasia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 , 2006. Need for additional surgery. There were three rings appearing into the cavity on the left fallopian tube and two on the right. Date of insertion: (B)(6) 2005 (discrepancy noted), (B)(6) 2005. Date of removal: (B)(6) 2017 (discrepancy noted) , (B)(6) 2017. Essure confirmation test : (B)(6) 2005 bilateral occlusion. (Discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) -2006: tubal occlusion devices are noted in place bilaterally. The cervical as was catheterized and an occlusion balloon inflated and the contrast injected into the uterus filling the uterine lumen. There was no filling of the fallopian tubes and no evidence of spill was seen from the distal end of either fallopian tube. Pathology test - on (B)(6) 2017: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Acute and chronic cervicitis with squamous metaplasia and nabothian cysts. 2. Denuded endometrium with changes compatible with prior ablation. 3. Unremarkable myometrium. 4. Unremarkable fallopian tubes. 5. Intact medical devices compatible with essure coils. 6. Negative for malignancy. Sections from the cervix show patchy areas of acute and chronic inflammation with squamous metaplasia and reactive epithelial changes. There are scattered nabothian cysts. Changes diagnostic of h pv cytopathic effect an ci' or dysplasia are not identified. The endometrium is predominantly denuded with changes compatible with prior ablation. There is no evidence of chronic endometritis or hyperplasia. The underlying myometrium is unremarkable. The fallopian tubes are unremarkable. There is no evidence of malignancy in these sections. Ultrasound scan vagina - on (B)(6) 2015: heterogeneous uterus, otherwise ultrasound the pelvis within normal limits. Endometrial thickness is 12.6 mm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Lot number: 12281414, manufacturing date: 2005-08, expiration date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included arthritis, uterine fibroid, ganglion cyst, vitamin d low, bilateral cataract extraction, anxiety, diarrhea, colitis, arthritis and neck pain. Concurrent conditions included shoulder pain, pain in hip, dry eyes, arthralgia, dysuria and irregular periods. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 years 5 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("neurological conditions or problems type: dizziness") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding / loosing so much of blood"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), cervicitis ("acute and chronic cervicitis"), endometrial metaplasia ("squamous metaplasia") and cervical cyst ("nabothian cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pelvic pain affecting pregnancy"), experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problems"), psychological trauma ("psych injury") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017 and novasure endometrial ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, dyspareunia, fatigue, weight increased, abdominal pain, dysmenorrhoea and back pain was resolving, the menorrhagia, genital haemorrhage, vaginal haemorrhage and metrorrhagia had resolved and the pregnancy with contraceptive device, female sexual dysfunction, adenomyosis, cervicitis, endometrial metaplasia, cervical cyst, dizziness, urinary tract infection, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal and nervous system disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, cervical cyst, cervicitis, dizziness, dysmenorrhoea, dyspareunia, endometrial metaplasia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 , 2006. Need for additional surgery. There were three rings appearing into the cavity on the left fallopian tube and two on the right date of insertion: (B)(6) 2005 (discrepancy noted), (B)(6) 2005. Date of removal: (B)(6) 2017 (discrepancy noted) , (B)(6) 2017. Essure confirmation test : (B)(6) 2005 bilateral occlusion. (Discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: tubal occlusion devices are noted in place bilaterally. The cervical as was catheterized and an occlusion balloon inflated and the contrast injected into the uterus filling the uterine lumen. There was no filling of the fallopian tubes and no evidence of spill was seen from the distal end of either fallopian tube. Pathology test - on (B)(6) 2017: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Acute and chronic cervicitis with squamous metaplasia and nabothian cysts. 2. Denuded endometrium with changes compatible with prior ablation. 3. Unremarkable myometrium. 4. Unremarkable fallopian tubes. 5. Intact medical devices compatible with essure coils. 6. Negative for malignancy. Sections from the cervix show patchy areas of acute and chronic inflammation with squamous metaplasia and reactive epithelial changes. There are scattered nabothian cysts. Changes diagnostic of h pv cytopathic effect an ci' or dysplasia are not identified. The endometrium is predominantly denuded with changes compatible with prior ablation. There is no evidence of chronic endometritis or hyperplasia. The underlying myometrium is unremarkable. The fallopian tubes are unremarkable. There is no evidence of malignancy in these sections. Ultrasound scan vagina - on (B)(6) 2015: heterogeneous uterus, otherwise ultrasound the pelvis within normal limits. Endometrial thickness is 12.6 mm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 24-apr-2020: pfs and mr received. Reporters information were added. Lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('pelvic pain affecting pregnancy') and genital haemorrhage ('abnormal bleeding / loosing so much of blood') in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included arthritis, uterine fibroid, ganglion cyst, vitamin d low, bilateral cataract extraction, anxiety, diarrhea, colitis, arthritis and neck pain. Concurrent conditions included shoulder pain, pain in hip, dry eyes and arthralgia. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 years 5 months after insertion of essure (ess205). In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("neurological conditions or problems type: dizziness") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), cervicitis ("acute and chronic cervicitis"), endometrial metaplasia ("squamous metaplasia") and cervical cyst ("nabothian cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro dysmenorrhea/problems") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6)2017 and novasure endometrial ablation). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, nausea, dyspareunia, fatigue, weight increased and abdominal pain was resolving, the menorrhagia, genital haemorrhage, vaginal haemorrhage and metrorrhagia had resolved and the pregnancy with contraceptive device, female sexual dysfunction, adenomyosis, cervicitis, endometrial metaplasia, cervical cyst, dizziness, dysmenorrhoea, urinary tract infection, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal and nervous system disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, adenomyosis, alopecia, cervical cyst, cervicitis, dizziness, dysmenorrhoea, dyspareunia, endometrial metaplasia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6)2005 , 2006 need for additional surgery. There were three rings appearing into the cavity on the left fallopian tube and two on the right date of insertion: (B)(6)2005 (discrepancy noted). Date of removal: (B)(6)2017 (discrepancy noted). Essure confirmation test : (B)(6)2005 bilateral occlusion. (Discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6)2006: tubal occlusion devices are noted in place bilaterally. The cervical as was catheterized and an occlusion balloon inflated and the contrast injected into the uterus filling the uterine lumen. There was no filling of the fallopian tubes and no evidence of spill was seen from the distal end of either fallopian tube.. Pathology test - on (B)(6)2017: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Acute and chronic cervicitis with squamous metaplasia and nabothian cysts. 2. Denuded endometrium with changes compatible with prior ablation. 3. Unremarkable myometrium. 4. Unremarkable fallopian tubes. 5. Intact medical devices compatible with essure coils. 6. Negative for malignancy. Sections from the cervix show patchy areas of acute and chronic inflammation with squamous metaplasia and reactive epithelial changes. There are scattered nabothian cysts. Changes diagnostic of h pv cytopathic effect an ci' or dysplasia are not identified. The endometrium is predominantly denuded with changes compatible with prior ablation. There is no evidence of chronic endometritis or hyperplasia. The underlying myometrium is unremarkable. The fallopian tubes are unremarkable. There is no evidence of malignancy in these sections.. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added : "dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), uti, gi conditions, hair loss, dental problems, hormonal changes, headaches, neuro dysmenorrhea/problems, ". Outcome of events, "metrorrhagia (bleeding b/w periods)" were changed to "recovered/resolved". Patient's demographics were added. Patient's information was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included arthritis, uterine fibroid, ganglion cyst, vitamin d low, bilateral cataract extraction, anxiety, diarrhea, colitis, arthritis and neck pain. Concurrent conditions included shoulder pain, pain in hip, dry eyes, arthralgia, dysuria and irregular periods. In december 2005, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. In january 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 years 5 months after insertion of essure (ess205). In january 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("neurological conditions or problems type: dizziness") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding / loosing so much of blood"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), cervicitis ("acute and chronic cervicitis"), endometrial metaplasia ("squamous metaplasia") and cervical cyst ("nabothian cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pelvic pain affecting pregnancy"), experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problems"), psychological trauma ("psych injury") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6)2017 and novasure endometrial ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, dyspareunia, fatigue, weight increased, abdominal pain, dysmenorrhoea and back pain was resolving, the menorrhagia, genital haemorrhage, vaginal haemorrhage and metrorrhagia had resolved and the pregnancy with contraceptive device, female sexual dysfunction, adenomyosis, cervicitis, endometrial metaplasia, cervical cyst, dizziness, urinary tract infection, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal and nervous system disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, cervical cyst, cervicitis, dizziness, dysmenorrhoea, dyspareunia, endometrial metaplasia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 , 2006 need for additional surgery. There were three rings appearing into the cavity on the left fallopian tube and two on the right date of insertion: (B)(6) 2005 (discrepancy noted), -dec 2005 date of removal: (B)(6) 2017 (discrepancy noted) , -may2017 essure confirmation test : (B)(6) 2005 bilateral occlusion. (Discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: tubal occlusion devices are noted in place bilaterally. The cervical as was catheterized and an occlusion balloon inflated and the contrast injected into the uterus filling the uterine lumen. There was no filling of the fallopian tubes and no evidence of spill was seen from the distal end of either fallopian tube.. Pathology test - on (B)(6) 2017: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Acute and chronic cervicitis with squamous metaplasia and nabothian cysts. 2. Denuded endometrium with changes compatible with prior ablation. 3. Unremarkable myometrium. 4. Unremarkable fallopian tubes. 5. Intact medical devices compatible with essure coils. 6. Negative for malignancy sections from the cervix show patchy areas of acute and chronic inflammation with squamous metaplasia and reactive epithelial changes. There are scattered nabothian cysts. Changes diagnostic of h pv cytopathic effect an ci' or dysplasia are not identified. The endometrium is predominantly denuded with changes compatible with prior ablation. There is no evidence of chronic endometritis or hyperplasia. The underlying myometrium is unremarkable. The fallopian tubes are unremarkable. There is no evidence of malignancy in these sections.. Ultrasound scan vagina - on (B)(6) 2015: heterogeneous uterus, otherwise ultrasound the pelvis within normal limits. Endometrial thickness is 12.6 mm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporters information were added. New event: back pain were added. Event outcome were updated to recovering: cramping. Medical history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.